Event description:
It was reported that dissection and hematoma occurred. In (B)(6) 2025, the subject presented with stable angina and underwent percutaneous coronary intervention (pci) using cutting balloon angioplasty in the mid left descending coronary artery (lad) with a 15mm x 3.25mm wolverine coronary cutting balloon. Pre-procedure stenosis was 95% with timi flow ii. Up front atherectomy was performed due to heavy calcification. Two drug-eluting stents (des) were deployed in the mid and proximal lad. Distal edge dissection and distal lad hematoma was noted post stent deployment. An additional 3.50 x 12 mm synergy des was placed in the distal lad. Post-procedure stenosis was 0% with timi flow iii. The subject was discharged same day, and the event was resolved. Medical history: hypertension, hyperlipidemia and ef of 60%. The subject was not on anti-thrombotic medication prior to presentation.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that dissection and hematoma occurred. In (B)(6) 2025, the subject presented with stable angina and underwent percutaneous coronary intervention (pci) using cutting balloon angioplasty in the mid left descending coronary artery (lad) with a 15mm x 3.25mm wolverine coronary cutting balloon. Pre-procedure stenosis was 95% with timi flow ii. Up front atherectomy was performed due to heavy calcification. Two drug-eluting stents (des) were deployed in the mid and proximal lad. Distal edge dissection and distal lad hematoma was noted post stent deployment. An additional 3.50 x 12 mm synergy des was placed in the distal lad. Post-procedure stenosis was 0% with timi flow iii. The subject was discharged same day, and the event was resolved. It was further reported that a 3.50mm x 38mm synergy des was deployed in the proximal lad and post dilated with a 3.5mm x38mm non-compliant balloon at 20atm. A distal hematoma was noted and a 3.50mm x 12mm synergy des was deployed in the mid lad. Only these two des were implanted.

Event description:
It was reported that dissection and hematoma occurred. In (B)(6) 2025, the subject presented with stable angina and underwent percutaneous coronary intervention (pci) using cutting balloon angioplasty in the mid left descending coronary artery (lad) with a 15mm x 3.25mm wolverine coronary cutting balloon. Pre-procedure stenosis was 95% with timi flow ii. Up front atherectomy was performed due to heavy calcification. Two drug-eluting stents (des) were deployed in the mid and proximal lad. Distal edge dissection and distal lad hematoma was noted post stent deployment. An additional 3.50 x 12 mm synergy des was placed in the distal lad. Post-procedure stenosis was 0% with timi flow iii. The subject was discharged same day, and the event was resolved. It was further reported that a 3.50mm x 38mm synergy des was deployed in the proximal lad and post dilated with a 3.5mm x38mm non-compliant balloon at 20atm. A distal hematoma was noted and a 3.50mm x 12mm synergy des was deployed in the mid lad. Only these two des were implanted. Medical history: hypertension, hyperlipidemia and ef of 60%. The subject was not on anti-thrombotic medication prior to presentation.

Manufacturer narrative:
The device was not returned to the complaints investigation site for analysis. Media was provided and reviewed. The review concluded that the available images are consistent with the observation of a distal stent edge dissection with hematoma. Without any further information and/or images, it is not possible to draw any conclusion on the possible mechanism and correlation to the device(s). Vessel injury (including dissection, perforation, rupture or trauma) and or hematoma are listed as potential adverse events in the instructions for use.